Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broke probable root cause: design; inserter/implant not compatible with guide; inserter material/design too weak; inserter shaft cannot bend around curved guide; inserter/implant catches on inside of guide or on mouth process; inserter, implant, and/or guide manufactured out of spec; burrs left inside guide ID and/or at windows. Application: excessive force inserting inserter. The reported failure mode will be monitored for future reoccurrence. Manufacturing date is unknown h3 other text: 81.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.